Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed the active exhalation verification test step during testing. The device's three-way solenoid valve was replaced to address the issue. Additionally, during evaluation of the evaluation of the device, the flow sensor and low flow o2 tubing were replaced due to contamination. There was no report of a malfunction or error related to these components. Also, noise was found to be coming from the oxygen blending module (obm) sub-assembly and blower assembly, obm sub-assembly and blower assembly were replaced. These issues are not related to the reportable test failure.

Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed the active exhalation verification test step during testing. The device's three-way solenoid valve was replaced to address the issue. Additionally, during evaluation of the evaluation of the device, the flow sensor and low flow o2 tubing were replaced due to contamination. There was no report of a malfunction or error related to these components. Also, noise was found to be coming from the oxygen blending module (obm) sub-assembly and blower assembly, obm sub-assembly and blower assembly were replaced. These issues are not related to the reportable test failure. The replaced solenoid valve was sent to the product investigation lab (pil) for further investigation. Pil visually inspected the trilogy evo solenoid valve for visual defects and found none. Pil installed the trilogy evo solenoid valve on the trilogy evo test unit and then tested the solenoid valve on the pil trilogy evo multifunctional test station for aecm verification and solenoid current verification at pretest and aecm verification at posttest and passed all testing. Pil concluded that the solenoid valve operates as designed.